Event description:
It was reported when using the bd max¿ enteric viral panel, false positive results were obtained. This event occurred sixty-nine (69) times. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: pch. Unknown lot number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ enteric viral panel, false positive results were obtained. This event occurred sixty-nine (69) times. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary the complaint investigation for suspected false positive results when using the bd max¿ enteric viral panel assay (ref. 443985) of an unknown lot number was performed by the review of customer¿s data, and by the complaint¿s history review. Customer complained about high rate of suspected false positive results (approximately 20% based on the customer information) when using the bd max¿ enteric viral panel assay on their two bd max¿ instruments ct2595 and ct1090. Despite multiple attempts made to receive information from the customer, no kit lot number nor samples identification about the runs in which the suspected false positive results occurred was provided for the investigation. Qc results of all the released bd max¿ enteric viral panel kits from the last twelve months were within trends. Customer provided database for instruments ct1090 and ct2595 that were analyzed. Customer also provided an excel spread sheet of all the samples suspected of being false positive results obtained on both instruments. This compilation contained 50 samples tested since (B)(6) 2020 on instrument ct1090 and 68 samples tested since (B)(6) 2022 on instrument ct2595. According to the data included in the document, most of the suspected samples presented late CT values. Databases analyses of the last twelve months revealed that 746 and 1276 samples were tested respectively on instruments ct1090 and ct2595, using 11 different kit lots, with an overall positivity rate of 17% and 25%. Positivity rates were similar across all kit lots used. Manual pcr curve adjudication was conducted across several runs identified by the customer on both instruments. A bd instrument quality engineer reviewed the curves and suggested a potential instrument issue. Instrument complaints were open for both ct2595 and ct1090 bd max instruments. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric viral panel assays. The root cause was not identified. Bd max instrument functionality is still under review. This information was transferred to the bd technical service for further investigation. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard or trends were identified. Bd quality will continue to monitor for trends.